Event description:
It was reported that the customer received a no delivery alarm on his insulin pump. His blood glucose was 143mg/dl at the time of reporting. He stated that the alarm was resolved by an infusion set change. He reportedly declined to return the infusion set and reservoir for analysis. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.